Manufacturer narrative:
Continuation of d10: product ID a820 , serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use as spinal pain. The patient reported they were trying to pair their handset but cannot find the numbers they need for pairing. The screen was very faint and the patient can't see the information on the screen. The patient also reported the handset takes a long time to connect to the pump since they first got the handset. The handset gets stuck at 90%-100% and takes a long time to deliver bolus. The patient was not sure how many boluses they get in a day. The patient was assisted with pairing process and was able to deliver bolus and see 6 bolus on the screen. The agent also reviewed device function and assisted patient with clearing the data on the handset.